Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a geocal calibration for the imaging system, the active pointer probe was not being seen. The reference frame and imaging system tracker were being seen without the probe in the view. When the probe was in view the other trackers would flicker.  Troubleshooting included swapping the ports, and rebooting, they reseated the connections of the polaris spectra system control unit (scu). Uninstalled and reinstalled the software. All the passive instruments were seen as normal. Passive instruments were seen as normal. The probable cause of the event was the probe or the scu.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera cart 9735670 stealth s8 basic system control 9735820 scu vega s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.